Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received: the set screw was explanted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient who underwent spinal fusion at l5/s1. It was reported that upon a 3 month x-ray and CT it appears as though the right l5 set screw has backed out and is now sitting above the screw saddle. No additional surgery or revision is planned. The patient is asymptomatic. There were no further complications reported regarding the event.

Manufacturer narrative:
Product analysis of part # 6540530, lot # unknown visual and optical inspection did not reveal any damage to the female torx head, but the threads of the set screw appear to be worn/damaged. Functional check with a sample bone screw confirmed the set screw was able to thread into the head of the screw without any issue. The bottom node of the set screw shows no signs of off axis/ uneven wear from the seating of the rod. The threads appear to be damaged from not properly reducing the rod enough in the head of the screw. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.